Manufacturer narrative:
D3 - MFR establishment name: corrected. D9 - date returned to MFR: 1/19/2026. H3 and h6 codes - updated. One unused sample was returned for investigation. The devices were visually inspected. There were no anomalies noted upon visual inspection. Particles inside the fluid path were not detected on the sample received. The customer reported issue of particles inside the fluid path was not confirmed in the device received.

Manufacturer narrative:
Photos were attached to the complaint. In these photos, particles were detected. According to the photos received, the failure mode ¿particulate matter internal to device¿ was confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Device evaluation: photos were attached to the complaint. In these photos, particles were detected. According to the photos received, the failure mode ¿particulate matter internal to device¿ was confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there was a spot on the product that would not wipe off which indicated that there was something in the empty bag or the bag had a scratch or mark. When filling the bag with fluid, the spot moved from one side to the other. Event occurred during set up.